Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that patient has z-syndrome post lens implant. The doctor is thinking of performing a selective yag procedure. Additional information has been requested, but no additional information has been received.

Manufacturer narrative:
Despite multiple attempts to obtain additional information from the surgeon, no additional information had been received. The lens lot number was not provided and the lens was not returned to the manufacturer for evaluation. Therefore, a device history record (DHR) and product evaluation could not be conducted. Based on the information available, the root cause of the reported event could not be determined.